Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond. No further information was provided.